Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a definitive cause for the pinhole could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, there was a pinhole in the balloon of a 4.0 x 40 mm armada 14 balloon catheter as the device failed to pressurize when pulling negative air. Therefore, the device was replaced with another 4.0 x 40 mm armada 14 balloon catheter to successfully complete the procedure. There was no patient involvement. No additional information was provided.